Event description:
Report received of approx 12 undocumented incidents where the set was leaking at the luer connection of the tubing and clave valve. The customer reports that the staff connects the extension set to the pt's IV catheter and initiates the ordered infusion. It is reported that a very short time later, there is a fluid leak noted from where the clave meets the tubing. This has occurred with approx 12 pts. The reporter states that "the staff was not made aware that the clave was a removable piece and should be checked for tightness prior to connection to a pt". There were some pts that did experience minimal blood loss. This has occurred just in the emergency room on adult pts receiving standard IV solutions or antibiotics. There was no report of adverse pt effect. Add'l pt info was requested, but no further info was available.